Manufacturer narrative:
Returned product consisted of the guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft detachment with a shaft kink just distal to the collar. The ptfe lining within the collar lifted away from the wall of the collar which is indicative of torquing or twisting the device during use. At 8mm from the tip of the device, the shaft, markerband and tip were flattened. D4 lot number: corrected.

Event description:
It was reported that the catheter became frayed. A guidezilla ii catheter-guide extension was introduced during a procedure, however, when the catheter was removed, it was frayed. The procedure was completed with another of the same device. There were no complications reported.

Event description:
It was reported that the catheter became frayed. A guidezilla ii catheter-guide extension was introduced during a procedure, however, when the catheter was removed, it was frayed. The procedure was completed with another of the same device. There were no complications reported.